Event description:
It was reported that the patient admitted to the hospital for cholecystectomy surgery. Approximately four hours after the surgery, a code was called and resuscitation measures were taken with external shocks being administered. The patient ultimately passed away. A nurse at the hospital stated that they noticed a ventricular tachyarrhythmia, but the sales representative and the cardiologist could not confirm the ventricular fibrillation on monitor strips. The physician was under the impression that there was pulseless electrical activity. Staff at the hospital stated that during the code, they saw no evidence of the patient's implantable cardioverter defibrillator (ICD) delivery therapy (shocks). The patient is deceased.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.